Event description:
A peritoneal dialysis (pd) patient contact contacted (B)(6) customer service to report that she received a 4x4 inches island dressing, sterile 50/bx #4425 and it caused her an allergic reaction. Patient used it for the first time on 05/22. Patient skin had a red rash and was itchy. Patient stated it cleared up once she stopped using it. No pickup is needed. There was patient involvement, and adverse event was reported.